Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was ripped and bubbled, and the internal battery door latch compartment was damaged¿ was confirmed through visual inspection, could not confirm damage to battery compartment. The probable cause was delamination of dso seal. The dso seal was replaced, and the unit passed all testing criteria. Updated software and unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a ripped and bubbled downstream occlusion seal, and the internal battery door latch compartment was damaged. The event occurred during testing.